Event description:
The pt was brought into the o.r. For iab insertion. The 34 cc balloon did not unwrap completely and was removed and replaced. This balloon functioned properly and the pt is stable, though his condition remains critical status post mi. (Event complications: none from the event - reported 11/20/97) (pt's current status: critical-rpt'd 11/20/97).

Manufacturer narrative:
Evaluation summary: evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.